Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, it was noted that the helix of the right ventricular (rv) lead spontaneously extended while the lead was attempted to be implanted. The physician manually retracted the helix to resolve the event and continue with the procedure. The rv lead was successfully implanted. The patient was stable with no consequences.